Event description:
It was reported that the customer had a battery out limit. Customer's blood glucose level at the time 500mg/dl. Customer treated with a manual injection. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No battery out limit noted. The insulin pump was programmed with correct time and date and was monitored for 7 days with a 1.0 u/hr basal rate. All basal rates were properly recorded at the daily totals history screen. No basal or basal history anomalies were noted. The insulin pump had cracked liquid crystal display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.